Event description:
Complaint that the service required light keeps coming on. Bed in (B)(6) storage area. No injury alleged.

Manufacturer narrative:
Technician found the bed in storage. Problem isolated to fluid ingress into siderails causing intermittent failure. Replaced left and right caregiver ucm's and cables to resolve this issue.